Event description:
It was reported that high impedance and no capture were observed during an attempted implanted. The lead was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
Final analysis was normal. A complete lead was returned in one piece. No anomalies were found.